Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 1 event was reported for this quarter. Product return status - 1 device was received for evaluation. Evaluation status - 1 event was confirmed during testing. - 1 device was found to be affected by corrosion. Additional information - 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a broken cutting accessory still attached. 1 event had no patient involvement; no patient impact.